Event description:
The customer reported that the system had a control panel error and locked up during a case. The system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The board and connectors were reseated and the backplane was replaced during the service call. The system was tested and found to be working as intended and put back into service.